Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After an unspecified guidewire was passed through, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.